Event description:
The wife of the patient reported that the patient woke up and noticed that the outer tubing of his infusion set was cracking at the luer connection. The patient immediately changed his infusion tubing and no physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.